Event description:
A patient reported experiencing inaccurate erratic results with a fast take meter. The patiest's blood glucose result was 212 mg/dl compared to the lab. The lab result was not documented. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.